Event description:
The reporter stated that the surgeon was using a competitor's lens with the indigo-p injector and the indigo foam tip plunger and the lens tore and the patient's eye. There was no patient injury reported. This is the second incident for this same patient. See manufacturer's report number 2023826-2006-0063.